Event description:
The lay user/patient contacted lifescan in 2008 alleging that the one touch ultralink meter's "ok button" and the "arrow buttons" were not functioning. The customer stated that she replaced the batteries and the meter turns on, but unable to reset the meter since none of the buttons are responding. The reported issue was not resolved with troubleshooting. The patient's meter was replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.